Event description:
It was reported that the customer was hospitalized with high blood glucose of 525mg/dl states, and he was treated with an insulin drip, but when he was reconnected to the insulin pump, his sugar level went back again. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. It was stated that the doctor took off from the device and the caller declines to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.